Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the server and verified message flow through the database, confirming that data was synchronizing normally with no delays observed. The customer was contacted and confirmed that functionality had returned to normal. The system functioned as intended when technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients were not showing up on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.